Event description:
Additional information was received from the patient stating that there was shocking. The patient had their hand on their implantable neurostimulator (ins) and was shocked twice by the stim (B)(6) 2016, no falls/traumas reported, the patient had therapy off since then. It was noted that they did notify their doctor's office but they had not recommended anything regarding checking the ins. The shocking was at the ins site. On (B)(6) 2016 the manufacturer representative (rep) was with the patient at an MRI appointment and mentioned that the shock they felt in their hand about a month ago when using the patient programmer and holding the antenna disk.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that when they reached around the battery twice the day of the report they were getting a shocking sensation/feeling. There was pain at the implantable neurostimulator (ins) site for the past couple of weeks reported to the manufacturer representative (rep) at the health care professional (hcp) office on (B)(6) 2016 that the pain site had gotten worse. They checked the lead wires and they were intact. The patient put their hand back on the ins site and was shocked twice on the day of the report. The patient had a fall a couple of weeks ago, the patient fractured the top of the back. The patient contacted their doctor on the day of the report about feeling the shock at the ins site. The pain at the ins site had been since (B)(6) 2016 and the fall was in (B)(6) 2016. Other relevant medical history includes malignant pain.

Event description:
Additional information was received from the patient. The patient reported they had not used their device since experiencing the shocking sensation. They had not yet had the device checked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient had not used the device in a year because of shocking. The patient now needs the ins put into MRI mode. It was believedthat the MRI was not related to the device and could be for something cancer related. Reviewed MRI guidelines, purpose of MRI mode and recommendations for putting device into MRI mode with patient programmer or clinician programmer. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that no troubleshooting was performed related to the shocking. They stated that the cause of the shocking was not known. It was noted that the patient has no desire to experience stimulation again, and no actions or interventions were taken to resolve the issue. The patient had an MRI done, but the results are unknown. No further complications were reported.